Manufacturer narrative:
Bed located in bio med. No injury was reported. Allegation that the head hi/low was drifting down. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
Complaint alleged that the head hi/low was drifting down.